Event description:
Date of implant: in 2007. It was reported that a pt underwent a surgical procedure with instrumentation at the l3-s1 levels. Approximately 16 weeks post-op, patient "bent over and heard a clicking" and now presents with complaints of pain. It was reportedly revealed that there is a cable rod fracture at the l3-4 level. No revision surgery has been scheduled at this time. The physician is continually monitoring the pt.

Manufacturer narrative:
Device has not been explanted; therefore, product evaluation is not possible. Unable to determine the cause of the event.